Event description:
It was reported that both leads and the implantable neurostimulator (ins) were explanted in (B)(6) 2007 due to an infection at the lead site. It was noted that prior to this the ins "worked perfectly". The patient was reimplanted with a new system in (B)(6) 2008.

Manufacturer narrative:
Product ID: 377760, lot# n0040957, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v011055, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).